Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent nighttime hypoglycemia while using the ilet, including a documented blood glucose value of 48 mg/dl and associated feeling unwell, with at least one episode occurring after alcohol intake and food and additional episodes occurring on nights without alcohol. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included complaint intake, troubleshooting, and user education, with arrangement for follow-up with a clinician. Investigation of this case revealed that the precise cause of the hypoglycemia was unclear, with no confirmed device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.